Event description:
The customer reported biopsy port metal part loose. The reported issue was found during preparation for use. There was no patient injury reported.

Manufacturer narrative:
The device was returned to Olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.